Event description:
It has been reported to philips that during an intestinal obstruction examination, the system was unable to perform exposure or save images. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2024-02610. This complaint will be closed as duplicate.